Event description:
It was reported that during the patient¿s trial the two trial stimulators and two controllers displayed an unspecified error code. The patient¿s two leads also produced high impedances. The trial phase was continued with different screeners. About two and a half weeks later it was reported that on each of the leads only one contact had high impedances. The other contacts were ¿ok¿ and showed therapeutic effect.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the stimulators and programmers found there were no anomalies.

Manufacturer narrative:
Concomitant products: product ID 3537, serial# (B)(4), product type programmer, patient; product ID 3531, serial# (B)(4), product type; product ID 3537, serial# (B)(4), product type programmer, patient; product ID 3080, serial# unknown, implanted: (B)(6) 2006, product type lead; product ID 3080, serial# unknown, implanted: (B)(6) 2006, product type lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.